Event description:
During the recent review of the pt's medical records provided by legal, the company was informed that the pt reportedly had a myringotomy tube removed on (B)(6), 2006. During physical examination on (B)(6), 2006, the ear canal appeared completely healed and there was no evidence of middle ear effusion or other pathology. The pt was reportedly doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the pt was doing well. The eval codes provided in this report are for the event dated (B)(6), 2006. Device eval codes for the device explanted on (B)(6), 2008 are reported in MDR 3006556115-2008-00338. This is the final report.